Manufacturer narrative:
Investigation summary: it was reported there was leakage at the hub of the needle. To aid in the investigation, two samples with no plastic shields or packaging blisters, and four photos were received for evaluation by our quality team. A visual inspection was performed. First, with the naked eye, and then with a 30x microscope. No defects or imperfections were observed in one sample. The other sample has a void that is about 1/4" from the bottom part of the needle hub. Each sample was then connected to a syringe with saline solution. Leakage was observed from the short shot on the sample with the void identified during the visual inspection. This defect could occur if there was a process variation during the needle hub molding process. The four photos provided show the sample received. A device history record review was completed for provided material number 305107, lot number 1273589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to the associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd precisionglide¿ needles experienced needle hub damage and leakage. The following information was provided by the initial reporter, translated from korean to english: leakage at the hub of needle. There is no cap of the sample available, so I hope that it is treated carefully.